Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff was returned to fisher & paykel healthcare (fph) service centre in (B)(4) for servicing. It was visually inspected and performance tested. The reported fault was not replicated. The returned neopuff device functioned normally during testing. Further inspection revealed that there were missing screws from the back panel and a bolt was missing on the top cover of the device. No fault was found with the pressure valves of the neopuff device. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The hospital refused repair and replacements of the missing parts. They also requested to return the device back without a preventive maintenance check.

Event description:
A hospital in (B)(4) reported that the pressure relief and pressure control valves of an rd900aeu neopuff infant resuscitator were vibrating when air was flowing through the unit. This was noticed prior to patient use.